Event description:
It was reported that during attempted insertion of the iab, difficulty was encountered passing it through the introducer sheath. A second iab was then inserted without any difficulty. There were no pt complications.